Manufacturer narrative:
Expiration date unk as lot # is unk. (B)(4). No product, only the image was returned to assist in the investigation. Balloon and fatigue design verification testing of balloon shows device is capable of meeting design input requirements. Balloons are 100% inspected for wall thickness and visual defects. Each lot is shipped with at least 5 piece burst testing data. Balloons are inspected in quality control for damage and proper inflation. Maximum inflation volume is documented on label and the IFU. The IFU warns to adhere to balloon inflation parameters and always monitor balloon inflation under fluoroscopic control. The IFU warns "when used to expand a vascular prosthesis, the balloon radiopaque marker should remain within the prosthesis." Each coda balloon is shipped with an IFU listing warnings, precautions and IFU. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Based on the statement in the event description: "the balloon became caught on the stent graft." It would appear that the root cause for this complaint was a failure to ensure that the radiopaque markers remain with the prosthesis as stated in the warning section of the IFU. We will continue to monitor for similar complaints.

Event description:
A female pt presented to the emergency room with a ruptured aorta on (B)(6) 2011. They did an endovascular repair and the procedure went well, grafts placed according to IFU. Upon ballooning of the contralateral leg extension,the balloon became caught on the stent graft. Negative pressure was applied to the balloon, another attempt to withdrawal was made and did withdrawal with difficulty. It was noted that the balloon was ruptured, but all pieces were accounted for. Upon radiographic inspection, a wire strut from the proximal seal stent was noticed to be displaced. A tail of the bare wire stent was noticed to be hanging down into external iliac artery. Femoral pulses were equal bilateral, no evidence of endoleak seen. The case was closed and finished, pt is doing well. The physician has concerns of thrombosed formation in the left external iliac/femoral artery.